Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, product analysis confirmed that there was nothing visually wrong with the lead that would cause dislodgement. Visual observation noted blood or body fluid in the lumen. The lead met specification.

Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that the left ventricular (lv) lead was dislodged. A replacement lv lead was implanted by the physician. This lead was explanted. No adverse patient effects were reported.

Event description:
--